Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 g/m. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure? (B)(6) year old male, average weight. In shape with low bmi. Original surgery date: (B)(6) 2020. On what tissue was the suture used? Knee capsule. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? They use two symmetric suture #1 size on the side each end of apex. They meet in the middle and cross each other and go back two throws. All while in flexion. Were two reverse stitches performed across the incision prior to closure? Yes. Did the operating surgeon observe any suture deficiency or anomaly before or during suture placement? No. What date did the patient present with swelling (# of post-op days)? Unknown but approximately 2 weeks prior to second surgery. When was the patient brought back to operating room (date/post-op days)? (B)(6) 2021. Was there any precipitating stress factor for the wound dehiscence? No. What tissue dehisced? Knee capsule. What was the appearance of stratafix suture during re-operation? Normal intact as always. Did the barbed suture break? If yes, where (termination, middle, end)? At the time of second surgery, it was reported that it was a few pieces showing. Other relevant patient factors/comorbidities/concomitant medications? None. What is physician¿s opinion as to the etiology of or contributing factors to these events? Stratafix symmetric approved for high tension areas such as fascia. This particular case - two of the sxpp1a400 18cm were used. What is the patient¿s current status? Still healing with newly closed ethibond interrupted closure in the revision. The following information was requested, but unavailable: product lot number? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2021-01587 ( 1st suture).

Event description:
It was reported that the patient underwent a right total knee replacement procedure on (B)(6) 2020 and the barbed suture was used on knee capsule on the side of each end of apex. There was no suture deficiency observed before or during placement. Post-op, the patient developed swelling around the incision. Patient was brought back to the or where it the internal incision was found to be dehisced. The dehiscence was inside the knee, not on the outer skin. The barbed suture appeared normal intact as always. The revision surgery was performed on (B)(6) 2021. Other suture was used to re-close the inner incision. The patient is still healing after revision surgery.